Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a mean gradient of 38  millimeters of mercury (mmhg), a pre balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. A fluoroscopy check was done and an infold to the third node was noted. The delivery catheter system (dcs) was inserted and deployed to 80 percent when an infold down to the anterior portion of the valve was noted. Per the physician, the patient's calcification contributed to the infold. The valve was recaptured and removed. A new valve was loaded, checked under fluoroscopy, and implanted. No adverse patient effects were reported.